Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Pericardial effusion/tamponade is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the after the patient was implanted on (B)(6) 2016, the patient was taken to the operating room for mediastinal exploration relief of pericardial tamponade and during the procedure found severe coagulopathy and tamponade. On (B)(6) 2016, the patient was taken back to the or for mediastinal exploration for the removal of a large clot on the right ventricle (rv) with diffuse oozing. The patient trach tube was placed on (B)(6) 2016 and a peg tube was placed on (B)(6) 2016. During the hospitalization, the patient also experienced a worsening of chronic kidney disease (ckd) for which he received hemodialysis. The exploratory surgery was successful and the patient remained hospitalized until discharge to the long term acute care facility on (B)(6) 2016.